Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to a short fiber found at the cavity ID end. The short fiber was observed at approximately 260 degrees on the cavity ID end with the dialysate port situated at zero degrees. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 34.5ml/min. The dialyzer was then subjected to a destructive disassembly of the dialyzer to better isolate the leaking fiber. The inferior surface of potting of the non-cavity ID end was examined for a void. The inferior potting surface showed no signs of a void that could have caused a leak at the non-cavity ID end. An investigation of the device manufacturing records was also conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. Ton follow-up the nurse reported the set-up required to be primed twice as there was a "huge air bubble" visible after the first prime. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.